Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported defib fault 72 could not be duplicated during testing. Review of the activity log for the event date of (B)(6) 2025 confirmed one occurrence of defib fault 72 while user attempted to charge and deliver a shock using external paddles. Comprehensive testing of the device and returned multifunction cable (mfc) did not identify any functional issues. The paced/defib engine board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.